Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that insulin pump had two pump error. The blood glucose at the time of the incident was 95 mg/dl. The device will be returned for analysis.

Manufacturer narrative:
The insulin pump was received with a drive count or time values or changes incorrect for moving or coasting. Too slow or too fast alarm during rewind due to moisture ingress. Traces of moisture on the motor assembly noted. Unable to perform the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, and occlusion test due to drive count or time values or changes incorrect for moving or coasting. Too slow or too fast alarms.